Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration and resistance readings were out of the required specifications. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the force sensor calibration reading was found to be out of the required specifications. The pump case was removed and the force sensor resistance reading was found to be out of the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).